Event description:
It was reported by service report that the pump pedal would not pump up the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: pump pedal weldment.